Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Reportedly, it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer delivered a glucagon shot to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.